Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available. The user interface module software version is 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during product evaluation. The assignable cause was depleted main batteries as a result of use error. The main batteries were replaced to resolve the reported condition. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.